Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical engineer reported via medwatch report that trocars were leaking. The staff changed out the trocars. In all, there were three products that failed. Additional information and product sample have been requested. No additional information has been received to date.

Manufacturer narrative:
The lot number could not be identified. Although the actual lot number remains unknown, device history record reviews were performed for possible lots. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that this is the sixth complaint received against the trocar component lots for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No sample was returned and the device history record review of the possible lot numbers indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. In order to improve performance of the valves an internal investigation has been opened. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. A review of the device history records traceable to the possible lot numbers has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the lots traceable to the possible lots indicates there were five additional complaints for the reported issue. Three opened trocars were received for evaluation. The returned samples were visually inspected and were found to be conforming. The samples were then functionally tested for leaking and were found conforming. A root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocars were manufactured to specifications, therefore, specific action with regards to this complaint cannot be taken. An investigation has been completed and actions have been implemented in order to improve performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).